Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed, during which a break in the proximal end of the left cylinder was noted, resulting in a fluid loss and air within the system. The cylinder was removed and replaced. There were no patient complications reported.